Manufacturer narrative:
For the investigation the logfiles and information from repair were analyzed. The investigation shows two results, which are independent from each other: in the morning, the user had to react on a ventilation problem due to a leak in the airway system (no technical root cause). The respirator operated as specified and alerted the user by posting alarms like the reported flow measurement alarm, which were silenced for 2 minutes several times. Ventilation was not interrupted. Two hours later the ventilator performed several warmstarts, because the internal monitoring had detected a deviation concerning the mixer. The technical service representative identified valve air inside the mixer as the root cause of this problem. A warmstart is triggered to restore ventilation and an audible alarm is generated. The device will briefly power off and then back on. During this time, an emergency-breathing valve would open allowing for spontaneous breathing. In the event of an unsuccessful warmstart, a continuous audible alarm will be activated and the emergency-breathing valve would remain open. Manual ventilation may be considered necessary. This is the situation were a stop of ventilation has been reported. With the replacement of the faulty component the reported problem is fixed.

Event description:
It was reported: "the patient was intubated and was on ventilator evita xl. The patient was having bronchoscopy while ventilator suddenly stop ventilating without any warning, no yellow or red warning. When ventilator was started again it was warning flow measurement inop. But when flow sensor was calibrated the ventilator started to ventilate the patient normally until it stopped ventilating. There was no harm to the patient when anesthesia doctor was doing bronchoscopy and could ventilate the patient manually until new ventilator was taken to use."